Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator was received into the lab for analysis. No accessories or original packaging was available for inspection. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Ac power was applied to the rf generator and a successful power on self-test was observed. System logs from the reported event date contained insufficient information as the procedure was not performed to completion. User defined target temperatures were successfully achieved during the application of rf energy. No faults, warnings or irregular heating periods were encountered during the evaluation performed. Sensory, motor, lesion and pulse modes all functioned as designed during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined. Sensory, motor, lesion and pulse modes all functioned as designed during the evaluation period.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure the generator was making a noise and would turn off. The power connections and grounding pad connections were checked but the issue remained. The procedure was not able to be completed in its entirety. There were no adverse consequences to the patient.